Event description:
Under above stock number, facility received a different part number. This item is not a suitable substitute because the item does not have a female connector on each end, which is required. This was brought to facilities' attention by the oral surgery dept which uses this type of tube, but with the female connector on each end. The female connector on each end ensures an airtight seal. Without the airtight seal the oral surgery dept cannot perform their job in a timely manner nor with proficiency.